Manufacturer narrative:
(B)(4). The swivel of the complaint rt266 breathing circuit has not been returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is based on the customer statements and our knowledge of the product. The customer had reported that "the rt266 circuit's patient swivel connector where the inspiratory or expiratory tubing slides into the patient connector was cracked". Investigations into the cracking of circuit swivels have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed and the new pre-mixed material has now been implemented on the production line. All rt266 infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt266 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that the swivel of an rt266 infant dual-heated evaqua2 breathing circuit was cracked. This was found before patient use.